Event description:
It was reported that on (B)(6) 2022, a 12-10mm amplatzer duct occluder was selected for procedure. It was noted during procedure that the amplatzer duct occluder exhibited a deformation when being deployed through a 8fr non-abbott delivery sheath. The decision was made to replaced the 12-10mm amplatzer duct occluder with another amplatzer duct occluder of a different unknown size to complete the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 9-pda-007 amplatzer amplatzer duct occluder is a 7f.

Event description:
It was reported that on 10 august 2022, a 12-10mm amplatzer duct occluder was selected for procedure. It was noted during procedure that the amplatzer duct occluder exhibited a deformation when being deployed through a 8fr non-abbott delivery sheath. The decision was made to replaced the 12-10mm amplatzer duct occluder with another amplatzer duct occluder of a different unknown size to complete the procedure. Subsequent to the previously filed report, additional information was received that: the amplatzer septal occluder exhibited a cobra deformation when being deployed. There was no angulation or kinks noted in the delivery system. The original occluder was never released from the delivery cable and did not interact with any cardiac structures during deployment. The device was replaced with a 10-8mm amplatzer duct occluder (8094671). The patient was reported as stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.